Event description:
The user facility reported a 39-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. While attempting to deploy the first perclose, a malfunction with the perclose device occurred. While troubleshooting the perclose device, the wire access was lost and manual pressure held by the physician. Protamine test dose and subsequent full dose protamine was administered. The wire was able to be readvanced through perclose and manual pressure was held.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records